Event description:
It was reported that a patient ¿experienced an adverse event post op¿ greenlight pvp procedure. Reportedly, this patient "developed a fistula in the anterior region of the prostate". There was ¿no product failure mentioned.¿ patient status: the "patient is currently being treated by a physician for management of complications" they have experienced. The treating physician is not the physician who performed the surgery in (B)(6) 2013. No further information has been reported.